Manufacturer narrative:
Date sent to the FDA: 09/02/2020. Additional h-3 summary: one unopened sample of product was received for analysis. The complaint sample was not returned for evaluation. The representative sample was examined for visual defects. The packet was opened and during the visual inspection the needles/suture was correctly placed on the winding former. The suture was dispensed without problem and examined along of the strand and no defects, damaged or were observed. According to the sample condition the assignable cause of the medical - patient related cannot be determined since no defects were observed on the packet or the suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 07/27/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure? Unknown. Date of index surgical procedure? Refer to compliant information. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unknown. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unknown. Other relevant patient history/concomitant medications? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unknown. Were cultures performed? Results? Unknown. What medical intervention was performed for symptoms? Please refer to complaint information. What is physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. Were there all symptoms resolved after suture removal and replacement procedure? Unknown. Please provide a device return date and tracking information? Under follow up with sales rep. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Date of index surgical procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient history/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were cultures performed? Results? What medical intervention was performed for symptoms? What is physician¿s opinion as to the etiology of or contributing factors to this event? Were there all symptoms resolved after suture removal and replacement procedure? Please provide a device return date and tracking information?

Event description:
Post-op inflammation. It was reported that the patient underwent breast reconstruction surgery in mid june, and the suture was used to sewing breast incision. The patient was suffered from erythema, inflammation and wound suppuration half month after surgery, and came to the hospital for reexamination. The suture was removed and resuturing was performed. The patient is stable now. 2 devices can be returned, 1 is the actual sample, and another 1 is sterile sample. No additional information could be provided.